Event description:
A complaint was reported that there was noise only during ablation on all ECG signals (bs & ic). Upon further follow-up, it was mentioned that the case had to be rescheduled. The procedure was under local anesthesia. At the time of the case being canceled, the transseptal puncture had been performed. Bwi became aware of this on (B)(4) 2011.

Manufacturer narrative:
(B)(4). The carto 3 system associated with the reported incident was thoroughly inspected by bwi service engineer. The ge bs ECG cable was found defective and replaced with new one. System ready for use. The device history review was performed. No anomalies were noted in manufacturing or service of this device. In addition, a corrective action has been opened to address and resolve this issue.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).